Manufacturer narrative:
As reported via a legal brief, the plaintiff¿s spouse/decedent underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused great bodily harm to the decedent, including, but not limited to, perforation and erosion of the filter through the inferior vena caval wall with tearing of the inferior vena caval wall with secondary exsanguination within the retroperitoneal space, directly and proximate causing internal hemorrhaging and death, approximately twenty-one months after filter placement. As direct and proximate results of these filter malfunctions, the decedent suffered fatal injuries, damages, and untimely death. As a further proximate result, the plaintiff suffered and will continue to suffer the wrongful and premature death of her beloved husband. No additional information is available.   The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available.   The cordis optease® vena cava filter (filter) is designed for the prevention of recurrent pulmonary embolism via placement in the inferior vena cava (ivc). The self-centering optease filter is laser cut from nickel titanium alloy (nitinol) tubing. The proximal and distal baskets of the optease filter, which consist of struts in a six diamond-shape configuration, are designed for optimal clot capture. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states vessel/ivc perforation is a known complication of filter placement. Perforation and erosion of the filter through the inferior vena caval wall with tearing of the inferior vena caval wall with secondary exsanguination/hemorrhaging within the retroperitoneal space, and death approximately twenty-one months after filter placement was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters.  Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief for the spouse of the decedent, the decedent underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused great bodily harm to the decedent, including, but not limited to, perforation and erosion of the filter through the inferior vena caval wall with tearing of the inferior vena caval wall with secondary exsanguination within the retroperitoneal space, directly and proximate causing internal hemorrhaging and death, approximately twenty-one months after filter placement. As direct and proximate results of these filter malfunctions, the decedent suffered fatal injuries, damages, and untimely death. As a further proximate result, the plaintiff suffered and will continue to suffer the wrongful and premature death of her beloved husband.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused great bodily harm to the decedent, including, but not limited to, perforation and erosion of the filter through the inferior vena caval (ivc) wall with tearing of the inferior vena caval wall with secondary exsanguination within the retroperitoneal space, directly and proximately causing internal hemorrhaging and death, approximately twenty-one months after filter placement. Per the patient profile form (ppf), the device was implanted due to pulmonary emboli (pe) and deep vein thrombosis (dvt). Medical history includes recurrent dvt, atrial fibrillation and pe. The ppf indicates that the patient experienced clotting, occlusion of the ivc, and the filter embedded into the wall of the ivc, and retroperitoneal hemorrhage, exsanguination leading to death. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Hemorrhage and exsanguination maybe related to the perforation event and are known potential adverse events associated to the filter device. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the decedent underwent placement of an optease filter. The filter subsequently malfunctioned and caused great bodily harm to the decedent, including, but not limited to, perforation and erosion of the filter through the inferior vena caval (ivc) wall with tearing of the inferior vena caval wall with secondary exsanguination within the retroperitoneal space, directly and proximately causing internal hemorrhaging and death, approximately twenty-one months after filter placement. As direct and proximate result of these filter malfunctions, the decedent suffered fatal injuries, damages, and untimely death. As a further proximate result, the plaintiff suffered and will continue to suffer the wrongful and premature death of her beloved husband. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to pulmonary emboli (pe) and deep vein thrombosis (dvt). The ppf indicates that the decedent experienced clotting, occlusion of the ivc, and the filter embedded into the wall of the ivc. According to the information provided in the discovery form, the patient had a history of recurrent dvt, atrial fibrillation and pe. Medical condition/treatment includes retroperitoneal hemorrhage, exsanguination and death.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused great bodily harm, including, but not limited to, perforation and erosion of the filter through the inferior vena caval (ivc) wall with tearing of the inferior vena caval wall with secondary exsanguination within the retroperitoneal space, directly and proximately causing internal hemorrhaging and death, approximately twenty-one months after filter placement. As direct and proximate result of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. As a further proximate result, the patient¿s spouse suffered and will continue to suffer the wrongful and premature death of her husband. Per the patient profile form (ppf), the device was implanted due to pulmonary emboli and deep vein thrombosis. The ppf indicates that the patient experienced clotting, occlusion of the ivc, and the filter embedded into the wall of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Exsanguination as a result of perforation of the vessel is a known potential adverse event associated with the use of implantable filters. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.